Event description:
It was reported that while using day aligners, the patient aligners no longer fit after a root canal and got a cap on the upper 14 tooth. Additionally, the final aligners were uncomfortable because they didn't fit and were cracked/broken and rubbing and cutting the tongue.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.